Manufacturer narrative:
Once the investigation has been completed any add¿l info will be reported in a supplemental report. Associated devices: 1320-0117, targeting sleeve 170, lot # unk, (B)(4) knob f. Target device gamma3 40x50mm, lot # unk.

Event description:
On (B)(6) 2012 gamma3 operation was performed. When drilling the distal screw hole the drill interfered with the nail. The nail was removed. The surgeon drilled by free hand technique and finished the operation.